Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. A patient experienced high impedances was reported to abbott. It was determined palpation of the ipg site resulted in changes in contact impedances and distribution of out-of-range contacts. As a result, the physician replaced the ipg and extensions. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Palpation at the ipg site resulted, in contact impedances and distribution out of normal range. As s result, surgical intervention was undertaken wherein the extensions were explanted and replaced. Effective therapy was restored post operatively.